Event description:
It was reported that when using the bd pyxis¿ es server user received two error messages: patient data may not be current and patient interface problem for a duration of 2 hours and 22 minutes. Additionally, customer informed new patients did not appear on the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over. A technical support specialist (tss) dialed into the server, checked there were no downtime query, found there were no message available for processing, restarted the external communication, inbound and net. Services, found it showed disconnected flag for carefusion coordination engine (cce) communication and the confirmed the health sight viewer (hsv) showed patient information and pharmacy order as delayed down. The tss then dialed in to the enterprise server (es) and carefusion coordination engine (cce), found that the cce communication service was stopped, and successfully started it. The tss updated the cce services to restart on failure, adjusted the database allocation from 2.17 trillion to 8 giga bytes, and confirmed that communication crossed over in real time. The system functioned as intended after the technical support specialist troubleshot the device.